Manufacturer narrative:
Correction: d4 lot. The reported event could not be confirmed since the device was not returned for evaluation. Only photos of x-rays and the explanted product were provided for evaluation. A device inspection was not possible since the affected device was not returned. Photos of x-rays and one photo of the explanted poly insert were provided for investigation. The photo of the poly confirmed medial wear to the device. All photos were forwarded to a medical expert for review and analysis. Since post-operative x-rays and photos of the explanted poly insert were provided, the opinion of a medical expert was requested to determine the root cause of the significant medial wear observed on the explanted poly insert. Per review from the medical expert, ¿the x-rays in the early postoperative phase show a non-dislocated reversed shoulder rtsa. The image of the removed inlay shows a large depression in the polyethylene liner. It is unlike that normal long-term abrasive wear would cause such deformation. Nevertheless, in cases with instability and therefore, abnormal contact of such a liner with the glenosphere and/or bone, such deformation can occur in a relatively short time. Since the shoulder joint wasn¿t stable at the time of the attempted closed reduction, it is very likely that progressive liner deformation due to abnormal contact (I suspect subluxations due to lack of stability) with opposing parts (glenosphere and or bone), finally caused dislocation. It is very unlikely that the change in geometry of the liner is caused by volumetric polyethylene wear (normal long-term abrasive wear of such a component), because than the surface would look much smoother. So, I suspect that this is a case of plastic deformity of the liner mainly due to instability. The choice for a thicker and more constraint liner during reoperation supports the idea of instability.¿ no indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More information as well as the affected device must be available in order to determine the exact root cause of the alleged failure. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a surgical procedure on the shoulder. Approximately 2 months post-op during a follow up appointment, it was found that the shoulder had dislocated. The surgeon performed a closed reduction; however, the surgeon did not feel the joint was stable. The surgeon opened up the shoulder and found the poly had significant medial wear. The surgeon removed the poly and inserted a thicker retentive poly to stabilize the joint. Physician noted that this patient has historically been non-compliant with his instructions and thought that could have contributed to outcome.

Manufacturer narrative:
Device was not returned at the time of this report. X-ray images are available. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient underwent a surgical procedure on the shoulder. Approximately 2 months post-op during a follow up appointment, it was found that the shoulder had dislocated. The surgeon performed a closed reduction; however, the surgeon did not feel the joint was stable. The surgeon opened up the shoulder and found the poly had significant medial wear. The surgeon removed the poly and inserted a thicker retentive poly to stabilize the joint. Physician noted that this patient has historically been non-compliant with his instructions and thought that could have contributed to outcome.